Event description:
This spontaneous report was received on (B)(4) 2013, from a parent reporting for the son (age unspecified) from the united states. On an unspecified date, the consumer started using the reach advanced design toothbrush for dental cleaning (route: dental, lot number, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth; the entire head of the toothbrush broke off in his mouth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a parent reporting for the son (age unspecified) from the united states. On an unspecified date, the consumer started using the reach advanced design toothbrush for dental cleaning (route: dental, lot number, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth; the entire head of the toothbrush broke off in his mouth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Sample was not returned. There was no related manufacturing or facility issues found within in a two year review period. The design/formula/packaging/labeling changes was reviewed for a (B)(4) review period. The handle resin changed in (B)(6) 2011. All validation testing related to this issue was acceptable. Both old and new resins passed testing. Based upon an acceptable product and manufacturing history review, lack of a lot number and sample and no adverse trends a root cause could not be determined for this complaint. No adverse trends were identified during the complaint investigation. Monitoring of complaint trends would continue. This report remains a reportable malfunction case in the united states.